Event description:
It was reported that the patient lose therapy on an unknown date and the ipg was inoperable. As a result, surgical intervention occurred on (B)(6) 2022, and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.